Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146408 sus voluntary event report was received. Medwatch: mw5146409 serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and a possible insulation breach. No intervention was reported. There were no reported patient consequences.